Manufacturer narrative:
H.6. Investigation summary: scope of issue: the scope of issue is on limited to part number 645054 (facsaria so system re-manufactured) and serial number (B)(6). Problem statement: the flowcell was leaking phosphate buffered saline under 70 psi of pressure. Manufacturing defect trend: there are zero quality notifications (qn) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: there is one complaint ((B)(4)) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Service max review: review of related work order #: (B)(4) (case number: (B)(4)). Install date: 30mar2012 defective part number: 64822407 - far ii standard flowcell w/transducer work order notes: subject: leaking flowcell. Problem: the customer reports that the flowcell is leaking and needs to be replaced. (*note: this instrument has been upgraded to a far iiu.). Cause: the flowcell was leaking phosphate buffered saline under 70 psi of pressure. The leak was not waste fluid. Work performed: 1.) Installed a replacement flowcell and aligned the new flowcell. Configured the laser positions in the configuration software in order to run a new baseline and performance check. Ran the baseline and performance check with passing results. 2.) An issue was found with the 561nm laser during this service visit. The laser is not turning on during system start-up and needs to be power cycled to turn on. Recommend replacement of the 561nm laser. Note: this facility is of a bio-safety level where service parts are not returnable. Solution: replaced the flow cell. Ran a passing cs&t performance check upon completion. Returned sample evaluation: note: this facility is of a bio-safety level where service parts are not returnable (refer to (B)(4), "work performed" section). Manufacturing device history record (DHR) review: review of DHR part number 340469-p46900039-900096867-07; serial number (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: a review of risk management file 648282ra, rev 07 - risk analysis facs aria iii was conducted. Risk management file 648282ra will be updated to add the new hazard (leaking flowcell), refer to eco# (B)(4). Investigation result / analysis: this investigation was performed on defect trend data, complaint trend data, device history record (DHR) review, servicemax review, and risk analysis (ra) review. Based on the components identified and location of the leak (top of the flowcell), the seal between the o-ring and the cuvette failed. Root cause: defective flowcell w/transducer ((B)(6) ); leaking around the seal between the o-ring and the top of the cuvette. Conclusion: this is not a safety issue. The reported complaint was confirmed by fse. Based from the obtained field information, historical data and performances, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. The instrument was brought back to functional condition after replacement of the flowcell w/transducer. Overall, this incident is not considered as a safety risk. Complaints received for this device and reported condition, will continue to be tracked and trended. Information will be captured on trend reports and monitored. No additional escalations required at this time. H3 other text : see h.10.

Event description:
It was reported that facsaria so system remanufactured leaked. The following information was provided by the initial reporter: "the flow cell was leaking phosphate buffered saline under 70 psi of pressure".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that facsaria so system remanufactured leaked. The following information was provided by the initial reporter: "the flow cell was leaking phosphate buffered saline under 70 psi of pressure".